Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) registry. It was reported that the patient died. In (B)(6) 2019, the index procedure was performed. The subject received heparin and other anti-thrombin medication. The target lesion was located in the distal left circumflex (lcx) artery with 95% stenosis and was 72mm long, with a reference vessel diameter of 2.42mm. The target lesion was treated with pre-dilatation and placement of a 2.25mm x 32mm study stent with 0% residual stenosis and timi flow of 3. In (B)(6) 2019, the subject was discharged on aspirin and ticlopidine. However, thirty-six days post index procedure, the subject died of unknown cause.